Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that he declined assistance from the helpline regarding a paramedic or an injection of glucagon. Customer stated that it was due to a low blood glucose about 2 years ago. Customer does not want a follow-up.